Manufacturer narrative:
(B)(4). The device was returned for analysis. The filter membrane was not frayed as reported. There was no damage noted to the filtration element as reported. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that a conclusive cause could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the indications section of the emboshield nav6 instruction for use (IFU) states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. It could not be determined if using the emboshield nav6 off-label in the superficial femoral artery (sfa) caused or contributed to the difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a procedure to treat a target lesion in the superficial femoral artery. The emboshield nav6 embolic protection device was used as a debris capture device. After the procedure was completed, the device was removed from the patient anatomy and it was noted that the netting material of the filter appeared frayed. There was no adverse patient effect and no clinically significant delay. No additional information was provided.